Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes. It was noted that the patient was experiencing a rhythm around 120 bpm and atrial pacing was causing intermittent blanking of r-waves. Programming changes were discussed. No further information was reported.